Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occured in united kingdom. It was reported that the patient faced the infusion set cannula bent issue on (B)(6) 2025. The issue occurred with two failed cannulas that resulted in high blood glucose levels and high ketones. The patient resolved the issue by changing the cannula. No further information available.

Manufacturer narrative:
Supplemental report 01- (B)(4) - MDR 3003442380-2025-17322. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation was conducted based on the event description and the assigned malfunction code soft cannula bent/kinked/crimped after removal -blockage. Additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high-level investigation was conducted for the ypsopump inset product family and the assigned malfunction. The investigation encompassed an electronic quality management system (eqms) search, assessment of complaint trends, and the review of risk management files. No systemic issues were identified. Please refer to the attached memo for full details: ypsopump inset cannula. Enclosure 1: eqms search results. Enclosure 2: maintenance results. Enclosure 3: raw data for complaint trending. Corrective and preventive action (CAPA) determination: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion: due to the absence of a lot number and returned product, the investigation was limited to a high-level review of the ypsopump inset product family, including an eqms search, complaint trending, and review of applicable risk management documentation. No evidence of a systemic issue was identified. No further action is required at this time, and the record will be closed with continued monitoring through routine tracking and trending. The record may be reassessed if additional information becomes available. Based on the available information, no further action is required. The record will continue to be monitored through post marketing surveillance (pms) and may be reopened if additional information becomes available. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.